Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer's blood glucose was running really at 485 mg/dl. Customer treated with manual injections. Caller wanted to be transferred to a territory manager.